Event description:
A 5cc syringe was cracked on the side. The nurse used the syringe and was sprayed in the eyes with solution. Employee was seen in the ER and released. The same evening two 3cc syringes and two 5cc syringes were found with cracks in them by another nurse. These syringes did not cause an employee exposure.